Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that the insulin pump did not alarm, and she complained of getting sick overnight with blood glucose levels which kept rising. The customer was admitted to the hospital for observation and discharged later that day; the blood glucose reading was over 200 mg/dl. Confirmed that the customer was wearing the device at the time of the hospitalization, but the customer was not currently on insulin pump therapy at the time of the call. She had reverted to manual injections. Advised the customer to call back for troubleshooting and any additional concerns. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.